Manufacturer narrative:
(B)(4). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on a review of engineering analyses, the reported damage was likely due to the observed interaction with the guide catheter and not due to the balloon dilatation catheter. At twice the clinically relevant load expected from a balloon dilatation catheter, test data have shown no more than half the amount of deformation that was reported in this incident. In addition to the higher forces that interaction with a guide catheter can create, potential migration of a stent that is not completely apposed to the vessel wall may have contributed to the appearance of such shortening. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a 75% stenosed, de novo, proximal left anterior descending (lad) and proximal circumflex (cx) y-stenting procedure, a xience prime was implanted without reported difficulties, but after the deployment, the xience prime looked to be slightly pushed by the guide catheter. A non-abbott balloon delivery catheter was advanced for post-dilatation and the tip of the non-abbott balloon delivery catheter caught on the proximal end of the implanted xience stent. Reportedly, because of this, the xience stent became shortened by approximately 10 mm, squashed longitudinally, and possibly the edge of the stent was pushed off the vessel wall, but still covering the lesion. Another unspecified balloon catheter was used with the buddy wire technique to post-dilate the xience prime successfully. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and it was indicated that the stent delivery system was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.